Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a myocardial infarction and angioplasty of the left coronary artery was planned. The balance middleweight guide wire was advanced to the anterior interventricular artery (aiv) after a guiding catheter was advanced to the left coronary artery. Two balloon catheters were used for dilatation of the aiv. When removing the last balloon, it caught on the guide wire, which caused it to retreat slightly from the aiv but it still stayed. The balloon was removed and the physician attempted to push the bmw guide wire back further into the aiv without success. It was decided to remove the bmw guide wire and during removal only one part came out. The proximal portion remained half in the coronary artery, half in the guiding catheter. Two lassos were attempted without success. Finally the separated portion was able to be removed by using a balloon to trap the guide wire and removing the entire system as a unit through the radial artery. There was a delay in the procedure but no harm was reported. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, core separation and treatment appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that during the procedure, multiple device interaction and manipulation caused damage to the guide wire resulting in the difficulty to remove. Further manipulation of the guide wire ultimately resulted in the core separation while in the anatomy requiring a lasso and a balloon catheter to remove the separated portion of the guide wire. The noted teflon coating damage likely occurred during retraction through the torque device and or other accessory devices used in the procedure. The noted coil damages likely occurred due to post procedure handling. Corrosion was noted on the guide wire and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.